Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11754300 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2014: upmc shadyside. (B)(6). Operative report. Assistant: (B)(6). Anesthesia: general anesthesia via endotracheal tube. Preoperative diagnoses: colon cancer, ventral hernia. Postoperative diagnoses: colon cancer, ventral hernia. Procedure performed: exploratory laparotomy with lysis of adhesions times 90 minutes. Removal of hepatic artery infusion pump. Repair of ventral hernia with ethicon dualmesh. Placement of jackson-pratt drains times two. Indications for procedure: ¿(B)(6) is well known to our service. She has hepatic artery infusion placed for metastatic colon cancer and has had multiple surgical procedures. She is a 56-year-old female at the present time on the scan, there is no evidence of metastatic disease or active colon cancer. She does have ventral hernia and of note she has also had a recent episode of small bowel perforation, which resulted in a pseudoaneurysm of her hepatic artery disorder, insertion of her hepatic artery infusion pump catheter. Due to this, the hepatic artery was embolized and subsequently we made the decision to remove the pump. She has agreed with this decision.¿ description of operation and findings: ¿the patient was brought to the operating room after being seen in the preoperative area, her consent confirmed. She underwent induction of general anesthesia in standard fashion and a standard prep and drape was performed. Surgical timeout was administered. An incision was made down through the previous midline incision down through skin and subcutaneous tissue and the hernia sac was encountered. Dissection was carried down to the fascia and then the entirety of the hernia sac excised. Significant amount of adhesions were present both inside and outside the hernia sac necessitating 90 minutes of adhesiolysis. A significant adhesiolysis was performed with the metzenbaum scissors as well as with the bovie electrocautery and subsequently the small bowel and the omentum were completely dissected free from the underlying hernia sac. The large bowel was also mobilized and good healthy bowel noted to be present throughout the catheter and dissected free from its intraabdominal adhesions. Once this was completed, the fascia was debrided back to healthy areas and then the flaps were created. The skin and subcutaneous tissues were mobilized off the fascia for an extensive amount of space around the entire circumference of the incision and this allowed visualization of the hepatic artery pump. The catheter was transected inside the abdomen after being grasped between clamps and subsequently triply ligated after being doubled over upon itself. This was done with 0-silk sutures. The catheter was transected and then the port removed after the sutures transecting the port to the abdominal wall removed. The pump pocket was then excised using bovie electrocautery. Once this was completed and all good healthy tissue was present, the fascia was closed at both her apex and at its base with interrupted #1 surgipro in a vertical mattress fashion. Subsequently, the middle incision was then closed with mesh with a dualmesh being placed inside the abdomen and secured with vertical mattress sutures to the anterior abdominal wall. This was performed with #1 prolene sutures in interrupted fashion and then the fascia was closed over the outside using interrupted #1 surgipro in a figure-of-eight fashion. Two drains were then placed in the subcutaneous space, one in the right and one in the left lower quadrant, both were secured in place with 0-silk sutures and the skin then closed. The deep subcutaneous tissue was closed with a running 2-0 vicryl suture and good self-suction was maintained by the drains and subsequently the skin was closed with 3-0 biosyn in a running subcuticular fashion. Surgical glue was administered. Dry sterile dressing was applied. The patient was taken to recovery room in stable condition. All sponge and needle counts were correct. There were no complications. I was present and scrubbed for the entire surgical procedure as dictated above. A prophylactic antibiotic was ordered to be administered within 1 hour of skin incisions (g8629). The antibiotic was consistent with the physician quality reporting initiative measure (4041f). Discontinuation of the prophylactic antibiotic within 24 hours of surgical end time was ordered (4049f), and prophylactic antibiotics were ordered to be given within 4 hours of skin incision or intraoperatively (4046f).¿ (B)(6) 2014: upmc shadyside. (B)(6). Intraoperative record. Implant record. Description: mesh hernia oval 2 + 1 millimeter x 15 x 19 centimeter. Eptfe. 1/each (n). 1dlmcp04. Implant identification. Serial number/model number: 1dlmcp04. Lot number: 11754300. Expiration date: 05-2016. Implant site: not applicable. Quantity: 1. Vendor name: other, see comment. General comment: manufacturer is gore. Explants. Description: hepatic pump. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/11754300) was implanted during the procedure. [Missing records: records for preoperative pet/CT were not provided.] (B)(6) 2015: upmc shadyside. (B)(6). Operative report. Assistant: (B)(6). Preoperative diagnosis: colon cancer metastatic to liver, infected ventral hernia mesh. Postoperative diagnosis: colon cancer metastatic to liver, infected ventral hernia mesh. Procedures performed: exploratory laparotomy with lysis of adhesion x 120 minutes. Resection of anterior abdominal wall mass including inflammatory phlegmon and previous mesh greater than 12 centimeters. Intraoperative ultrasound of liver. Resection of segment 6 of liver. Radiofrequency ablation, segment 2 liver lesion. Ultrasound guidance of ablation. Please see the dictated operative note by dr. Jeffrey gusenoff regarding the plastic surgery closure. Anesthesia: general anesthesia via endotracheal tube. Estimated blood loss: 125 ml. Complications: none. Indications for procedure: ¿this is a 57-year-old female, well known to our service. She has a history of colon cancer metastatic to liver and had a hepatic artery pump placed 5 years ago for her unresectable metastatic disease. She had a very nice response, ultimately recurred 2 years ago and had her liver disease resected and her pump revised. She did well throughout that period; however, she did develop a perforated gastric ulcer on the outside, which was associated with development of a pseudoaneurysm over the gastroduodenal artery pump placement. For this reason, the pump was resected. Secondary to this perforation of her gastrointestinal tract and likely secondary to the fact that she had an ongoing smoldering anastomotic leak in her pelvis, she has seeded her mesh and this has become chronically infected. It had originally healed in well; however, after her perforation, she was noted to have infection of this mesh. Multiple courses of antibiotics have not permitted this to be adequately cleared. She overall is doing quite well and is off her chemotherapy and presents for resection. At the time of her preoperative pet/CT, it was noted that she had 2 lesions in segment 6 of her liver, and although her carcinoembryonic antigen was normal these lesions were on the pet scan as being positive for disease. There is also some faint area of pet positivity in her left lateral segment, although it was not clearly associated with a liver lesion on anatomic portion of the CT. Risks and benefits of surgical exploration and resection of anterior abdominal wall mesh were explained to her. She agreed to undergo the operation.¿ description of procedure: ¿the patient was seen in the preoperative area and her consent confirmed. She underwent induction of general anesthesia in standard fashion and then a sterile prep and drape. Surgical time-out was administered after the prep and drape was completed. An incision was made in her upper abdomen and carried down through the skin and subcutaneous tissue. Abdomen was entered inferior to her previous abdominal mesh, and this was quite fibrosed and with a lot of inflammatory adhesions. Ultimately, the adhesions were cleared from the lower midline and then the incision was extended up and around both sides of her anterior abdominal wall mass, which was 12 centimeters in greatest dimension. Dissection was carried down through the skin and subcutaneous tissue with resection of the overlying abdominal wall skin where these 2 abscess cavities had decompressed so that a complete resection of the intraabdominal mesh could be resected. It should be noticed that she had an infection and abscess present on admission and present on her initial operation. Ultimately, the incision was carried down the deep fascia using bovie electrocautery. The entire abdominal wall fascia and associated abscess and inflammatory phlegmon was resected and sent off as a separate specimen. Lysis of adhesions and mobilization of the liver was performed for greater than 120 minutes of lysis of adhesion. After this was accomplished, a thompson retractor was placed and additional adhesiolysis allowed complete visualization of the liver. Ultrasound was performed of the liver. The liver was completely mobilized including taking down adhesions from the undersurface of the right hemidiaphragm, and once this was performed, the 2 areas of segment 6 tumor were visualized on ultrasound. Bovie electrocautery was used to score the hepatic parenchymal margin, then a combination of ligasure device and a clamp-crush technique was used to go through the hepatic parenchyma. The inflow pedicle to segment 6 of liver was controlled as was the hepatic venous pedicle with a gold load of the stapler and the specimen was handed off. I personally reviewed the specimen in the pathology suite with the pathologist and grossly negative margins of greater than 4 mm were present. At this point, attention was turned toward remainder of the liver. Ultrasound of the liver revealed only 1 additional lesion that was in segment 2, which corresponded to the area of pet viability of the final lesion. Under ultrasound guidance, the radiofrequency ablation probe was placed into the middle of the lesion and deployed to 3 centimeters. Sequentially, the probe was warmed until a 3 centimeter burn was able to be accomplished for 6 minutes. This was done under real-time ultrasonography with confirmation of complete burn of the entire lesion. The probes were then undeployed and tract ablation was performed. All sponge and needle counts correct. The abdomen was irrigated with saline. There was no evidence of any active bleeding. The case was then turned to dr. Jeffrey gusenoff for completion of closure. I was present and scrubbed for the entire surgical procedure dictated above. A prophylactic antibiotic was ordered to be administered within 1 hour of skin incisions (g8629). The antibiotic was consistent with the physician quality reporting initiative measure (4041f). Discontinuation of the prophylactic antibiotic within 24 hours of surgical end time was ordered (4049f), and prophylactic antibiotics were ordered to be given within 4 hours of skin incision or intraoperatively (4046f). I was immediately available in the operating room suite for dr. Gusenoff for his closure. There were no untoward events. There were no accidental lacerations of were there any accidental bowel injuries.¿ (B)(6) 2015: [missing records: pathology reports for abdominal wall fascia, associated abscess, and inflammatory phlegmon resected were not provided]. (B)(6) 2015: upmc shadyside. (B)(6). Operative report. Preoperative diagnosis: acquired defect of the abdominal wall. Postoperative diagnosis: acquired defect of the abdominal wall. Procedures: left component separation. Right component separation. Recurrent ventral hernia repair reducible. Debridement of abdominal wall with knife including skin, subcutaneous tissue, and fascia measuring 36 x 11 centimeters. Attending physician: (B)(6). Assistant: (B)(6). Anesthesia: general. Estimated blood loss: per anesthesia record. Urine output: per anesthesia record. IV fluids: per anesthesia record. Drains: three 19 round jackson-pratt drains. Specimens: abdominal wall debridement, measuring 36 x 11 centimeters. Complications: none. Brief history: ¿the patient is a (B)(6) female with colon cancer metastatic to the liver, who presents today for resection of portions of her liver as well as taken out of infected mesh of her abdominal wall. She has had a prior hernia repairs [sic]. Plastic surgery was consulted intraoperatively to assess for abdominal wall and assist with abdominal wall closure.¿ description of procedure: ¿preoperative consent was not obtained since this is an intraoperative consult. The patient had a very large abdominal wall hernia. It could not be closed primarily due to tension on the closure and the defect measured approximately 11 centimeters x 30 centimeters. In order to get this closed, a right component separation was performed. The primary team already elevated the tissue out past the linea semilunaris. Further undermining was performed caudal and cephalad to allow for complete component release. An incision was made in the external oblique fascia lateral to linea semilunaris and the correct plane was identified. The external oblique fascia was then divided, allowing the rectus muscle to be mobilized on its inferior and superior blood supply. This improved the gap between the 2 sides of the abdomen, but the other side needed to be released as well, so a left sided component separation was performed as well. A flap was raised on this side by the primary team and then I made an incision in the lateral external oblique fascia. This was identified as a correct plane and the rectus muscle was mobilized on its inferior superior blood supply towards the midline. Once the component separations have been performed, the tension was minimized and closure could be performed with #1 looped maxon suture with periodic 0 polysorb sutures from above and below. There was no change in the airway pressures at the end of the abdominal wall closure. The wound was thoroughly irrigated and checked for hemostasis. The residual abdominal wall including some portion of the hernia sac were debrided and this measured 36 x 11 centimeters and included skin, subcutaneous tissue and fascia. The skin was then closed in a layered fashion over a 19 round jackson-pratt drains which were brought out through separate stab incisions in the lower abdomen. The incision was closed with 2-0 polysorb sutures as quilting sutures and then the midline was closed with 2-0 polysorb suture and 2-0 surgipro suture and staples. Xeroform dressing was applied along with primapore. The patient tolerated the procedure well and there were no complications. She was taken stable and extubated to the postanesthesia care unit. All counts correct at the end of the procedure. I was present for all portions of the operation.¿ records span (B)(6) 2014 to (B)(6) 2015. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11754300. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2014 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected mesh. Additional event specific information was not provided.